Event description:
The technician alleged that the reverse trendelenburg function is not working. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.